Event description:
Event description guidant received information that the patient was experiencing undersensing and loss of capture in the atrium, as well as intermittent loss of capture in the ventricle when testing at 7 volts. The guidant sales rep was unable to get any impedance measurements, even when programmed to doo. The device had no daily measurements. Technical services asked the rep to turn off the auto sensing and leave the ventricle at the nominal setting. The rep did this and performed a threshold test at maximum output of 7 volts at 1.9 ms. This resulted in intermittent capture in the ra and rv. The patient was in the hospital for had an gmrsa infection but had an intrinsic rate in the 70's and no adverse patient effects were reported.